Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a post-dilation balloon aortic valvuloplasty (bav) was performed due to severe paravalvular leak (pvl). Following the bav, decreased pressure was noted and cardiopulmonary resuscitation (CPR) was initiated. During CPR the valve dislodged into the ascending aorta. Subsequently, a second valve was implanted. No further adverse patient effects were reported.